Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus (B)(4), omsc surmised there was the possibility this phenomenon was attributed to the hardware failure due to the accidental failure. The hardware failure made the software not operate normally under specific conditions and watch dog timer was reset, and then the subject device might have been restarted. Therefore it is presumed that no error message was indicated before the restarting. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device was needed to restart at least 8 times during the unspecified procedure. At the incoming inspection for the repair, the service department of olympus (B)(4) checked the subject device but could not duplicate the reported phenomenon at first. After that, the reported phenomenon occurred several times after the subject device was run the test for one day. Also no error was indicated. There was no patient injury associated with this report.